Event description:
A medtronic representative called to report that the system would flicker back and forth between green and red status. This happened once with the passive frame probe. The surgeon switched to active instruments and it tracked fine. Patient was present, however, using active instruments resolved the issue with tracking and the case was completed successfully with no risk to the patient.

Manufacturer narrative:
The camera was replaced per RMA. Part replacement resolved the issue. No impact on patient outcome reported.